Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose levels. The customer's blood glucose was 79 mg/dl at the time of call. No symptoms were noted, and the customer treated it by consuming food. The customer stated they were having random low blood glucose events and were sent to the emergency room. The customer was not wearing the insulin pump during the medical procedure or testing. Troubleshooting was not complete. The device was not returned for analysis.